Manufacturer narrative:
The tech found the head motor wouldn't work. When he replaced the motor board, he found that the lift motor gears were stripped. He replaced the head lift motor to repair the bed.

Event description:
The account alleged the head of the bed came down unintentionally.